Event description:
It was reported that balloon rupture occurred. The 84% target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 1.50mm x 20mm maverick balloon catheter was advanced for dilatation. However, during inflation at 12 atmospheres the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was good. The tip, balloon, and inner/outer shaft and hypotube were microscopically and visually inspected. Inspection revealed a burst in the balloon material that was 5 mm in length. Device analysis determined the condition of the returned device was consistent with the reported information. There is no indication the device was inflated over rated burst pressure.

Event description:
It was reported that balloon rupture occurred. The 84% target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 1.50mm x 20mm maverick balloon catheter was advanced for dilatation. However, during inflation at 12 atmospheres the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.